Event description:
The pt received his scs system on (B)(6) 2003. It was reported that during a procedure, the lead was not functioning and had invalid impedance measurements. The physician explanted the lead on (B)(6) 2009. Specific device info for the lead is not available. The explanted lead was not returned to ans for eval. No further info is available.

Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.